Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs system and 1.9 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.